Event description:
Customer reports, "a slight electric shock" from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and damage to the usb port internal pins was observed. Visually inspected the returned adc usb charging cable and observed damage to the micro-usb pins. The usb charging cable was tested for charging and ability to connect to cable tester. Test results confirmed typical charging capabilities and successful connection to cable indicating the damage did not impact the functionality of reader. Performed a visual inspection on the returned adaptor and no issues were observed. The power adaptor passed testing and current voltage measured to be within specification. The reader was further investigated and de-cased. Performed a visual inspection of the printed circuit board assembly (pcba), no evidence of fire, smoke or electric shock was observed. A power consumption test was performed, and the results were within specification. Since the current draw from the returned reader was within specification, the reader did not have enough power to cause the reported damage. Therefore, this issue is not confirmed to use, as the returned readers charging port was damage due to misuse. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "a slight electric shock" from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.